Manufacturer narrative:
(B)(4). Pump was received with broken battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded serial number label and missing reservoir retainer. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack along the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.